Event description:
It was reported that this insertable cardiac monitor (icm) device was coming out from the surgical incision. Due to this reason, the icm device was explanted from the patient. There were no signs of infection, and the physician was planning on implanting a new icm device as replacement. Subsequently, the patient underwent a surgical procedure to have a new icm device implanted as replacement. No additional adverse patient effects were reported. The first icm device has been returned.